Event description:
Per the clinic, the patient experienced poor device performance since initial activation with the device. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.